Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged a day after it was implanted and had caused muscle stimulation to the patient. The physician had it successfully repositioned. This ra lead still remains in service. No additional adverse patient effects were reported.